Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Section a additional information: height: 182.88 cm. Body mass index (bmi): 29.9 kg/m2.

Event description:
It was reported that during a da vinci-assisted cholecystectomy, the tip of the permanent cautery hook instrument broke and fell into the patient during the task of dissecting. The surgeon does not know the cause of the issue. The fragment was retrieved with a grasper. It was confirmed that all pieces were retrieved by piecing the part that broke to the hook and it fit properly. No additional surgical procedure was required to remove the fragment. No post-operative tests, such as an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically with a back-up permanent cautery hook. The patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object. There was no injury to the patient. The broken tip was disposed of, but the instrument is available for return to isi. The customer has not requested an RMA at this time.